Event description:
It was reported that the procedure was to treat an 80% re-stenosed av fistula. The 7x80mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated once; however, the balloon ruptured at 12 atmospheres (atm). Therefore, the bdc was removed and resistance was noted with the sheath. A piece of the balloon separated in the anatomy and cut down surgery was performed to remove the separated piece of balloon. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported balloon rupture could not be determined; however, the reported separation, difficulty removing the device, surgical intervention and unexpected medical intervention appear to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.